Manufacturer narrative:
The lab is using the amplicor monitor test as a screening assay which is off label from the monitoring indications for use in the package insert. An investigation is in progress to get more details regarding the incident.

Event description:
The customer is the doctor of a patient who received results from laboratories for a patient and is questioning the negative result. Initially, a specimen from a patient, generated negative results with the amplicor monitor test. Eighteen months later, the same patient returned with symptoms and at the time the doctor requested a repeat of the test. Subsequent to the second testing the individual expired.

Manufacturer narrative:
New information received from the testing center indicates that the test was performed as requested by the ordering physician, and was performed according to product package insert instructions. There are two test codes offered by the testing center that use the amplicor hiv-1 monitor test. One of these test codes 10103 uses the test in a qualitative manner. It was stated that the test performed on this patient was the one that was requested, not 10103, and was performed on-label. According to the customer, the lab report listed the results as "less that 50 cp/ml" and the patient's test results were interpreted to be "negative" for hiv-1. The customer stated that she was surprised to receive a quantitative result when a qualitative result was expected. Although the communication indicated that the result was "less that 50 cp/ml" and hiv-1 "negative", there was no raw data provided and the interpretation of whether hiv-1 was detected could not be determined. Without knowing the absorbance value generated, it is unknown if hiv-1 rna was detected or not. Multiple attempts were made to obtain this information but they were unsuccessful. Review of the amplicor hiv-1 monitor package insert shows: "reliable results are dependent on appropriate specimen collection, transport, storage and processing procedures". No information was provided on how the sample was collected, shipped and stored prior to testing. "Results from the amplicor hiv-1 monitor test, v1.5 should be interpreted with consideration of all clincial and laboratory findings". There is no indication that serology or other assays were performed at the time of initial testing with the amplicor hiv-1 monitor test, v1.5. "The test is not intended to be used as a screening test for hiv-1 or as a diagnostic test to confirm the presence of hiv-1 infection". The statement received from the customer indicates that qualitative results were expected and perhaps the wrong test was ordered. Kit batch and specimen not provided.